Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that although the pink slide advanced as expected during pod activation, he did not feel the needle insertion into the skin. The pod was worn for less than one hour. Upon removal of the pod, the cannula was only partially visible, indicating a potential needle mechanism failure. The patient's blood glucose levels were reported to be in the range of 70-120 mg/dl at the time of the event. The patient applied a new pod and successfully resumed therapy.